Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The heartmate 3 system controller (serial number hsc-083527) was returned to abbott burlington. The submitted log file and the downloaded log file from the returned system controller contained partially overlapping data spanning approximately 2 days (09jun2021 ¿ 10jun2021 per the timestamp). Additional events were captured on 15jul2021 when the controller was returned for analysis. The log file captured backup battery faults on (B)(6) 2021 from 12:43:12 to 17:47:20 due to the backup battery failing the load test. When the load test first failed, the loaded voltage measured 11.324 v and the unloaded voltage measured 12.225 v. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was functionally tested, passed all steps without issue, and was found to operate as intended during testing. The system controller operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without any issues. During testing, multiple system controller self-tests were performed and the battery passed each time without any issues or atypical alarms produced. Multiple attempts were made to obtain additional information about the reported event such as the expiration of the backup battery, if the backup battery was replaced, if the backup battery will be returning for evaluation, and the patient status/treatment of care; however, no response was given. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: hsc-083527) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Section 2 "system operations" explains how to replace the system controller backup battery. This section also states that the backup battery has a limited lifespan of 36 months from the manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Additionally, this section states that depending upon an outpatient's clinic schedule, replace of the backup battery should be considered when less than 6 months remain before the mandatory replacement date. Section 4 ¿system monitor¿ informs the user of how to view the backup battery information on the system monitor information, including the number of months left until the backup battery will need to be replaced, and section e "safety checklists¿ informs the hospital staff to use the system monitor to check the expiration date and battery usage of the backup battery. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had backup battery fault alarms. The patient had two other backup battery fault alarms in the last few months. Both times the backup battery was replaced. The log file captured backup battery fault alarms on (B)(6) 2021. This indicated that the signal lines from the backup battery were invalid. This can occur with a poor connection between the backup battery and the backup battery cable. The controller was exchanged.